Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported sinus issues the past couple of days and also noticed within the last day or so that they have been unable to fully void completely. They are not feeling too god and can hardly go when voiding. The patient was told to increase stimulation for possible symptom relief; implant is (B)(6) 2017. No device issue and no further patient complications have been reported as a result of this event.